Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. Per the physician's office, in (B)(6) 2011, the patient reported incontinence at night. In (B)(6) 2011, the patient complained of urgency. In (B)(6) 2011, the patient reported continued urgency and incontinence as well as nocturia. The patient has had cat scans, lab work and medications prescribed (specifics unknown); however, tests have come back normal and medications are ineffective. The patient was last seen in (B)(6) 2013 and stated that the medications are effective for the incontinence but not the urgency. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.